Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain and metallosis. There is no new additional information that would affect the investigation.

Event description:
Litigation alleged the patient suffered pain, disability and was injured by excessive levels of chromium and cobalt within the implanted asr hip.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.